Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported within 4-6 hours after injection with 1 syringe of juvéderm® ultra xc in the lips, the patient suffered angioedema. The same day as injection the patient went to the ER for solu medrol and benadryl via IV's, and hospital admission for allergic reaction, lip swelling, angioedema. The patient has had previous fillers and uses lisinopril concomitantly. The symptoms resolved 3 days after injection.